Event description:
The customer observed a false positive alinity I total b-hcg result for a 36-year-old female patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2026, was 1075, repeat results on 2 analyzers were <2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.